Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device in this fault mode, if left undetected, could result in the failure of the device to perform as intended if required.